Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release at the depth of 4 mm, the valve dislodged aortic into the sinuses at about -1 to -2. The valve was snared and placed below the innominate artery. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.